Manufacturer narrative:
Review of device manufacturing and sterilization record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2009, a gore propaten vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's left leg, from the common femoral artery to below-knee popliteal artery. Indication for treatment was arterial thrombosis. Within one month post-implant, patient presented with compartment syndrome.